Manufacturer narrative:
Code 2896.

Event description:
Additionally, it was reported that the customer received a continuous glucose monitor error 42.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery depleted quickly. Customer's blood glucose was 190 mg/dl. Customer continued to use pump for insulin therapy.